Manufacturer narrative:
H6 evaluation result, component, and conclusion codes are updated.

Event description:
The customer reported that all central station hosts are in local mode and lost monitoring of patients. The device was in use on a patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
Philips remote technical consultant (tc) interviewed the customer and recommended they verify access points (ap) connections and check emergency département (ed) switch stack as multiple trunk ports were found disabled. The tc confirmed there was an issue with cores and the intermittent network traffic. The tc removed core b switch stack for a temporary solution to get patient monitoring back up. The tc tested all units to confirm the system ran and emr was functional. The tc rebooted all monitors with wireless connections to reconnect to the system. A philips remote service engineer (rse) looked into situation and found all hosts were in local mode and displaying "no data monitor" or "no data tele" inop in all the sectors. The customer reported there was no power failure or network outage in the hospital. The rse did a remote desk protocol (rdp) into the primary server and found only the servers (primary, web, physio) were in connected mode and all other hosts were in local mode. Both routers were offline and the primary server is unable to ping them: core (192.168.208.2) and core b (192.168.208.3). The tc arrived onsite and determined core b should be updated to latest cisco revision. Customer no longer experiencing issue with both cores up. A good faith effort (gfe) response confirmed this was a philips supplied network and that all clinical units were affected. Based on the information available, the cause of the reported problem was confirmed to be a software revision issue. The reported problem was confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.